Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl and treated with manual injection. Troubleshooting was performed and insulin did exit with a 5.0 unit fixed prime. Customer could not disconnect set to check if site or set was occluded. Battery cap would be replaced due to being stripped.